Event description:
Dräger has received a user facility report with the following description: "at 8:10 on (B)(6), the ventilator in use suddenly alarmed, indicating a battery fault. The power supply was checked and found to be normal. One minute later, the battery fault alarm disappeared, and the device backed to normal use. At 8:50, the ventilator suddenly lost power and stopped working. The power supply was immediately checked and found to be normal. After restarting, the ventilator operated normally with no abnormalities. At 9:00, there was another sudden power outage. The ventilator was promptly replaced with another one." There was no detail in the report which would reasonably suggest that health consequences for the patient may have resulted from the event.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Upon request for further information, no additional details could be provided by the contact person named in the ufr. This allows no case specific evaluation. The following can be derived from the ufr: the device is five years old; its state of preventive maintenance and repairs is unknown. The device detected a nonconformity with the internal battery which serves as a fail-safe mechanism in case of mains power loss and has posted a dedicated alarm but the operators decided to use the device further. The internal battery shall be checked in regular intervals and replaced every two years - for the particular case is not known when the last battery exchange was performed or if even the original battery was still installed. The exact condition that led to the event cannot be reconstructed without having access to the device and/or the log file since the description of event leaves room for interpretations. The device performs a battery test in regular intervals in the background to calculate a runtime forecast for the battery. If this test fails because of a completely worn internal battery, this may interrupt running sw processes upon which the device responds with a reboot. It would also be imaginable that a second fault condition had led the issue come into effect but it is concluded that - in any case - lack of preventive maintenance with regard to the internal battery was the major contributing factor in this event. The IFU emphasizes that availability of the internal battery shall be checked prior to each use cycle.